Manufacturer narrative:
The device was returned to Olympus for inspection.Based on the results of the investigation, A definitive root cause could not be established.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for evaluation related to a separate issue. During testing the Regional Repair Center identified the device had foreign objects (white foreign material) in the air-water cylinder (tube). There was no patient involvement.